Event description:
It was reported to physio-control that a pin was broken off within the therapy connector assembly on the customer's device. This broken pin would prohibit the user from connecting a defibrillation therapy cable assembly to the device. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The customer advised physio-control that they will be replacing the therapy connector assembly. After proper device operation is observed through functional and performance testing, the device will be returned to the end user for use. The device will not be returned to physio-control for evaluation.